Manufacturer narrative:
If additional information is received we will update the record accordingly. Per the cardiac assist account manager (caam) the customer will not be providing any further information at this time.

Event description:
The customer reported that a patient died while on a cs300 ina-aortic balloon pump (iabp). The circumstances are unknown. Customer has given no additional information. The patient death is being attributed to the mega 40cc balloon catheter. Furthermore, an additional report will be submitted with information regarding the intra-aortic balloon under trackwise # (B)(4).